Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic heart failure patient presented in clinic for follow up. It was noted that the implantable cardioverter defibrillator exhibited a diagnostics anomaly. No intervention was performed. Patient was released in a satisfactory condition and will continue to be monitored.